Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient sent an email to patient services reporting that they are having new "spells" with their new device and are debilitating. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.